Event description:
An ovation prime abdominal stent graft was implanted to treat an abdominal aortic aneurysm. Following routine deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient stabilized intra-operatively. The ipsilateral iliac limb was deployed without incident. During deployment of a balloon expandable stent, the aortic body was displaced approximately 3 cm proximal. The physician elected to end the procedure, and the aneurysm was successfully excluded during a subsequent procedure.